Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (valve sizing, valve positioning), patient factors (mild valvular calcification) may have contributed to the embolization of the initial valve. The larger second valve was successfully deployed where intended. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 valve embolized during deployment, resulting in the valve placement in the thoracic aorta. As reported, a transfemoral tavr procedure was performed on a complex patient. A CT scan to evaluate the annulus size was not performed due to impaired renal situation. A 23mm sapien 3 valve was chosen after sizing with an edwards 20mm balloon. No leaks were evident on balloon angiography. The decision was made to implant the valve with nominal volume plus 2cc for a total volume of 19cc. The initial position of the implant, also followed with the aid of the tee, was good. The pacemaker pacing was correct. The valve was not perfectly coaxial to the annulus but was correctly positioned between the markers of the delivery system. During inflation, the valve rested on the non-coronary sinus but was too high towards the left coronary sinus, resulting in valve embolized into the aorta after release. Using the commander delivery system with a slightly inflated balloon, the valve was brought into the descending thoracic aorta and deployed. A 26mm sapien 3 valve was then implanted in the aorta with a final 90:10 (aortic / ventricular) position. The patient had no clinical problems. The native annular diameter measured 23.4mm. Mild annular calcification, mild native leaflet calcification and no aortic root calcification was reported. At the time of the report, the patient was discharged and was in fair condition considering the long period in the covid intensive care. The valves remain implanted in the patient.